Event description:
Meter has "quit" on pt. They replaced the batteries. A review of the system was conducted over the phone. The review indicated that segments of the display were missing. The customer was asked to return the meter for further evaluation. A replacement meter was provided. The customer was invited to call 24/7 for future questions/concerns.